Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse confirmed the alleged issue and replaced the master tool manipulator (mtm) 2 to resolve the reported error 23032. The system was tested and verified as ready for use. Isi received the mtm2 involved with this complaint and completed the device evaluation. Failure analysis investigation could not reproduce the reported issue, however, could confirm as having occurred via field error logs. Visual inspection was performed. The mtm2 was installed on an in-house system and tested. The mtm2 passed all required testing without any issue. As a precaution, the following parts will be replaced: axis 5 magnet, magnet cup, axis 5 pitch shaft and axis 5 motor. No image or procedure video was provided. Verification via system logs confirms the occurrence of a pyeloplasty procedure on the reported event date of (B)(6) 2022 using system sl0349 matching the documented event details. Isi technical support engineer (tse) reviewed site's system logs when the customer called for support. Investigation revealed the following possible related system error 23032 (an indicator that one sensor was announced activated during the initialization phase) occurred. This complaint is being reported based on the following conclusion: system unavailability after start of a surgical procedure caused the procedure to be converted to a traditional laparoscopic procedure and may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, the surgeon lost control on the left hand. The site contacted intuitive surgical inc. (Isi) technical support engineer (tse) 30 minutes into surgery. Tse reviewed the logs and noted that the left master tool manipulator (mtm) was still visible, but the universal surgical manipulator (usm) did not react as expected for instrument assigned and camera moved. The tse instructed the customer to reboot the system, however, after doing so an error 23032 (an indicator that one sensor was announced activated during the initialization phase) occurred. The tse asked the site to exercise all the button and axis present on the left mtml, and to power cycle the system again. After performing the exercise, the site wanted to first remove the prograsp instrument and a second instrument. The tse asked the site to press the emergency button before using the instrument release kit (irk) and also informed the site that the robot will not move during the initialization phase. As instructed, the site power cycled the system, but the error 23032 reoccurred. As a last option, the tse had the site hard power cycle the surgeon side console (ssc), however, error 23032 was still present and the site confirmed that it was impossible to drive the instrument and the camera related to the left mtm. The procedure was converted to traditional laparoscopic surgery. There was no report of patient injury as a result of the reported issue. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.